Event description:
Technician alleged the bed wouldn't go into trendelenburg or reverse trend. He found the gas cylinder had backed out of engaged and was not making contact with switch. He tightened up plunger to resolve the issue.